Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an infection. The infection was present in all the areas of the ipp. The existing ipp was explanted and replaced with a spectra penile prosthesis. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.